Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to infection. Following explant, the pacemaker was connected to a new right ventricular (rv) lead and used for temporary external pacing support. The temporary system was taken out of service when a new system was placed. No additional adverse patient effects were reported.